Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of (rupture and pain) was reviewed on (29-june-2020). Visual analysis of the photographs identified: device patch with lot (or catalog) number it is not possible to see the batch number and catalog of the device due to the quality of the photos.yellow biological tissue. Opening extended ( anterior and posterior side). Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling. Additional data: b.5, d.4, d.7, h.6.

Event description:
Patient reports a right side rupture and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Patient country has not been confirmed.

Event description:
Patient reports rupture of an unspecified side. The device remains implanted.